Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an issue with software version 06-02 on a cobas 6000 c (501) module. The customer alleged a patient sample mismatch between 2 sample ids: sample ID: (B)(6) was on position 2 of the rack. Sample ID: (B)(6) was on position 3 of the same rack. The initial results for each sample were similar: sample ID: (B)(6): urea: 62.3 mg/dl, crea: 0.89 mg/dl, gluco: 603.8 mg/dl, na: 133 mmol/l, k: 4.89 mmol/l. Sample ID: (B)(6): urea: 62.2 mg/dl, crea: 0.88 mg/dl gluco: 604.8 mg/dl, na: 132 mmol/l, k: 4.88 mmol/l. Each sample was repeated and the repeat results were believed to be correct. Sample ID: (B)(6): urea: 58.7 mg/dl, crea: 0.88 mg/dl, gluco: 602.2 mg/dl, na: 133 mmol/l, k: 4.95 mmol/l. Sample ID: (B)(6): urea: 187.2 mg/dl, crea: 3 mg/dl, gluco: 166.6 mg/dl, na: 140 mmol/l, k: 2.75 mmol/l. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer thinks the instrument pipetted the same sample twice based on the initial results for urea and crea but sent the results to 2 different sample ids. The investigation is ongoing.

Manufacturer narrative:
Data was received from the customer for investigation. The investigation found that the issue was consistent with a customer handling issue as the customer erroneously registered the barcode read error. The investigation did not identify a product problem. The cause of the event could not be determined.